Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implant date: 2006 (B)(6). (B)(4).

Event description:
It was reported that during the right ventricular (rv) replacement procedure, the patient's vein was occluded and the physician was unable to insert the guidewire so the physician didn't attempt the new lead. It was also reported that the replacement procedure was due to the right ventricular (rv) lead having an abrupt change of high voltage (hv) coil impedance measurements, superior vena cava (svc) impedance measurements greater than 130 ohms, and a fracture of the rv coil. The rv lead was capped and not replaced. A left sided implant will be attempted in the future. No patient complications have been reported as a result of this event.